Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Corrected information: h3, h10. Remove MDR codes 67, 4114, 3221.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) ranging between less than 40 to 45 mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.